Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported the device was explanted and replaced, as it was "dead" in the patient's pocket. Additional information provided indicated the device lost all output and telemetry could no longer be established. The rv lead was also replaced due to high thresholds and no capture. No patient complications were reported as a result of this event.